Event description:
It was reported that during a pfa procedure the faradrive steerable sheath (clear) - us was selected for use, significant amount of air could be drawn out at the time of aspiration during farawave insertion. The sheath was replaced and the procedure was completed successfully without patient complications. The sheath has been received for analysis.

Event description:
It was reported that during a pfa procedure the faradrive steerable sheath (clear), us was selected for use, significant amount of air could be drawn out at the time of suction during farawave insertion. The sheath was replaced and the procedure was completed successfully without patient complications. The device is expected to be returned.

Manufacturer narrative:
When the sheath was returned to the boston scientific's post market laboratory it was first visually inspected, and it was noted that the shaft of the sheath was kinked. Next, the sheath was tested for leaks by testing aspiration and irrigation. During the testing the sheath failed to maintain pressure during positive irrigation testing or vacuum aspiration testing. The sheath valve was then observed under a microscope where a tear was found near the center slit. Boston scientific's investigation determined a tear in the silicone of the hemostatic valve most likely caused the leaking observed clinically. Based on all available information, boston scientific assigned the investigation conclusion code of 'cause traced to device design.'. Separately, the most likely cause of the kinked shaft was determined to likely be due to transport or storage as the kink was not mentioned in the event description despite the damage being visually obvious.